Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient twisted their ipg and was unable to connect to the ipg. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue.